Manufacturer narrative:
(B)(4). The customer to replace the touchframe.

Event description:
It was reported that the ventilator had a malfunction of the touchframe. The ventilator was not on a patient at the time of the event.